Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low and high blood glucose levels between 40 to 600 mg/dl. He also noted that he had previously been hospitalized, which he claimed were due to malfunctions to the sensor charger, but he advised that he had already treated for those. During troubleshooting, it was found that the customer was referring to his transmitter charger. He stated that upon replacement of the transmitter charger, he still was unable to charge the transmitter. He did not observe any damage to the transmitter charger and was advised that the transmitter would be replaced. No further assistance was necessary.